Event description:
During pci (percutaneous coronary intervention), the guidewire was inserted into the microcatheter (mc) and advanced to the target lesion. After the mc reached the target lesion, the physician hand injected drug solution and leakage was noted at the connecting point of the hub and the mc shaft. There was no report of patient injury.